Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was emitting unspecified call service alarms. No further information was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2015 with the following findings:a review of the alarm history indicated on call service 078 alarm had occurred. The pump successfully completed a rewind, load, and prime sequence and 24 hour testing with no alarms occurring. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6). (B)(4).